Manufacturer narrative:
This complaint is updated to serious injury as per below rationale: monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device had problem with acquisition of the ECG through the plates while monitoring of patient during cardioversion. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device had problem with acquisition of the ECG through the plates while monitoring of patient during cardioversion. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device is evaluated remotely. Based on the results of the analysis, the product malfunction is not able to be confirmed. Multiple gfes (good faith efforts) were sent to obtain additional information, however no response received.